Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity, early elective replacement indicator (eri). It was also reported that during box change, interrogation of the ICD showed that a power onreset (por) had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, time of recommended replacement time (rrt) (B)(6) 2015 02:15:00.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the no-telemetry, no-output condition and determined that it was caused by a severely depleted battery. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. The hybrid was verified to exhibit nominal current drain (cd) before placement in a humidity chamber. The cd remained nominal throughout the test environment. The analysis was discontinued since there was no evidence of high system cd. Battery analysis found that the battery was deeply discharged and there was no evidence of an internal short found, particularly in the area of the anode separator opening. The lithium (li) anode was nearly completely discharged, with only minimal localized discharge seen along the anode edges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a final report of this event was submitted on (B)(6) 2018. Following this submission, additional analysis was performed: the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.